Event description:
The customer reported the generation of erroneous low patient results for multiple analytes on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter customer technical specialist (cts) evaluated the dxc 700 au clinical chemistry analyzer with the customer and identified malfunctioning sample probe near insert cup edge. Customer technical specialist (cts) had customer replace the sample probe to resolve the issue. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is (B)(4).